Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. Six photos were provided, three were duplicates. The first photo showed the lens case base on a surface. The yellow single-piece lens was on the outer rim of the case. A triangular portion had been cut from the optic. The portion was inside the lens case well area. The haptic on this portion was broken. A company-provided cartridge was visible above the lens case. There appeared to be viscoelastic in the cartridge. The broken haptic was visible pressed up against the roof of the cartridge, just before the nozzle entry area. The cartridge loading area was not visible. The second photo showed the monarch from the loading area to the tip. Viscoelastic was visible in the cartridge. The broken haptic was visible pressed up against the roof of the cartridge, just before the nozzle entry area. The cartridge had evidence of placement into a handpiece. The third photo showed the lens case lid with complaint product serial number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, when the lens was placed and before rotating it with the rotator, the haptic became loose. The lens was subsequently removed in an initial procedure. Additional information has been requested but is not available at the time of this report.